Event description:
The caller reported that the 15 mm connector of this ett would not stay connected to the tube. The connector was eventually taped in place until a doctor was available to remove the item, and reintubate the pt with a new ett. The tube was in a long term pt. Caller stated no pt harm resulted from this issue. Caller did not know when exactly the item was placed in the pt, or how long the item was in use. Caller did not have additional information about the incident.

Manufacturer narrative:
Sample is currently in transit to the manufacturing site for analysis.